Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was not hearing well after implantation, in 2013. Trauma to the head was denied by guardian. After consultation, the guardian decided to re-implant the patient.